Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician noticed resistance in the passage of the catheter through the femoral access during the procedure. The guidewire didn't progress and when it was removed, the doctor found it was damaged "frayed". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The image shows a guide wire, which is threaded inside a needle and appears unraveled. The complaint of an unraveled guide wire was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician noticed resistance in the passage of the catheter through the femoral access during the procedure. The guidewire didn't progress and when it was removed, the doctor found it was damaged "frayed". No patient harm reported. The patient's condition is reported as fine.